Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the ventralex mesh (device 1). An additional supplemental emdr was submitted to represent the ventralex mesh (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2005 - patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of ventralex (device 1). Per op notes, "a sub-umbilical incision was made, a ventralex (device 1) was placed in the retroperitoneal space." (B)(6) 2011 - patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of ventralex mesh (device 2). Per op notes, "the old mesh (device 1) was identified. A ventralex mesh (device 2) was placed to the abdominal wall using sutures." (B)(6) 2019 - patient was diagnosed with recurrent umbilical hernia thereby underwent laparoscopic repair with the implant of ventralex st (device 3). Per op notes, "the old two meshes (device 1 and 2) were identified. A ventralex st (device 3) was placed into the abdominal cavity using prolene sutures."